Event description:
The ranger blood warmers are not fluid-resistant and there is a chance that fluids can intrude into the device. If there is spillage or the cassette breaks, then fluid and/or blood intrudes into the unit which could compromise the electrical integrity of the device. If electrical integrity is compromised - it could result in potential harm to the operator as well as the patient. Manufacturer response for warmer, blood/fluid, ranger 245 (per site reporter): manufacturer provided us with replacement units that are also compromised.